Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp device was inserted via the right femoral artery in a 66-year-old male patient presenting with high-risk percutaneous coronary intervention (hrpci). The patient had a history of diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, a large hematoma developed at the insertion site in the right common femoral artery. Active bleeding was noted at the site while the patient was in the ICU. It was observed that the patient repeatedly sat up in bed, which may have contributed to the bleeding. The device was removed and the patient survived to explant. Bleeding may have resulted from access-site complications and repeated movement in bed, in addition to the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.